Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator (ins) was being turned off inadvertently. F/u with the pt's physician was recommended. Additional info has been requested, a f/u report will be sent if additional info becomes available. See also MFR's report # 3004209178201007343.